Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2018-10124. Reference MFR. Report#: 1627487-2018-10126. It was reported one of the patient's leads was cut by their doctor during an unrelated surgical procedure. In turn, the patient has been unable to receive adequate coverage/therapy. An impedance check revealed low impedance. Reprogramming was attempted but was unable to provide needed therapy. As a result, the patient plans to undergo surgical intervention on a later date to address the issue. Note: all of the patient's leads are being reported because it is unknown which device is liable.